Event description:
It was reported during the procedure, four (4) screws broke during implantation into the patient's bone flap. Three (3) screws broke when using a powered driver, and one (1) screw broke when using a manual driver. The screw heads broke and the remainder of the screws were left in the patient. This issue prolonged the procedure by 20 minutes. There were no adverse patient consequences. It was reported product was not being returned. This report is related to report numbers 2027754-2022-00059, 2027754-2022-00060, and 2027754-2022-00061 for the other screws involved in this event.

Manufacturer narrative:
The investigation is currently pending, and a follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The results of the investigation are inconclusive as the devices were not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. An image was provided by the complainant. Based on the image, the report of broken screw was confirmed. A 2 year review of complaints for this part family revealed one (1) other complaint for this issue. A review of the instructions for use does indicate that pilot drilling might be necessary in high density bone (cranial bone is very dense) and under the warnings section it is listed that excessive torque during insertion of screws may lead to failure of the implant/screw.